Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's menu and back button sometimes need to press more than once. Customer stated that once or twice insulin pump's battery dies without notifying customer. Customer stated that insulin pump rejects new batteries. Customer stated that they had to reset time every after changing out battery. Customer stated that back light did not come on every time when pressing the down arrow. Customer stated that insulin pump had grinding noise when rewinding. No harm requiring medical intervention was reported. The device will not be returned for analysis.